Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the foreign source. In this case, the reporter did not provide the required information.

Event description:
The complainant reported an under-delivery of a feeding from the companion clearstar pump. The reporter indicated that the pump was set to run 1000ml of feeding over 12 hours through the night at 85 ml/hour, but the patient discovered 1/2 of the feeding left in the bottle in the morning and the pump did not alarm. The patient is a female with insulin-dependent diabetes mellitus and the occurrence resulted in her having a low blood glucose level in the morning. There is no further patient information. There was no report of serious injury or illness associated with the complaint. There was no report of any medical intervention associated with the event. The under-delivery is calculated to be approximately 50%, which is considered medically significant.